Event description:
Event: unanticipated intrathecal catheter revision. Patient admitted electively for replacement of medtronic synchromed pump due to end of life. The patient first had a baclofen pump and catheter system placed in 2004; pump was replaced at end of life in 2011 and catheter was found to be working well. During the procedure on [date redacted] 2017, the doctor explanted the existing pump and tested the catheter, but no cerebral spinal fluid (csf) could be obtained. The doctor re-opened the existing right paramedian lumbar incision and identified the catheter. Still, no csf could be obtained from the intrathecal catheter. The doctor found on fluoroscopy that the intrathecal catheter had fractured and could thus not be completely removed. A portion of the flank tunneled catheter also could not be removed. A completely new intrathecal catheter was placed. There was a good backflow of csf from the new catheter. The new pump was secured and there were no operative complications. The patient's daily baclofen dose was reduced to avoid overdose and will be adjusted as needed.